Manufacturer narrative:
E1- facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device cutting wire broke while the current passed at the time of the sphincterotomy during an endoscopic retrograde cholangiopancreatography procedure (ercp). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the malfunction reported could not be confirmed and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device cutting wire broke while the current passed at the time of the sphincterotomy during an endoscopic retrograde cholangiopancreatography procedure (ercp). There were no reports of patient harm.